Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The FDA rn number and manufacturing location for the straub product was selected as (B)(4) and unknown due to system limitations. The correct FDA rn number and manufacturing location are (B)(4) and straub medical us.

Event description:
It was reported that during a procedure through the right common femoral artery, the wire allegedly broke during the procedure. There was no reported patient injury.

Event description:
It was reported that during a procedure through the right common femoral artery, the wire allegedly broke during the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for malfunction. The catheter showed no malfunction, the guidewire was broken at 70 cm distal. The reported breakage of the guidewire can be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: the FDA rn number and manufacturing location for the straub product was selected as 2020394 and unknown due to system limitations. The correct FDA rn number and manufacturing location are 3008439199 and straub medical us. H10: g3. H11: h6 (method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.